Manufacturer narrative:
Medical intervention sought due to the alleged incident. Two cnas were present during a transfer of a resident from a bed. As they started to lift the resident using (B)(4) lift, they put her back on the bed to reposition her. Allegedly, at some point, during the repositioning, one of the sling straps for sling r113 became dislodged from the cradle. When they lifted the resident, the sling became uneven and the cradle swung and hit the mast, causing the resident to fall to the floor. The resident allegedly sustained a laceration to their head. The cna's level of training and device usage experience is unknown.

Event description:
Two cnas were present during a transfer of a resident from a bed. As they started to lift the resident, they put her back on the bed to reposition her. At some point, during the repositioning, one of the sling straps allegedly became dislodged from the cradle. When they lifted the resident, the sling became uneven and the cradle swung and hit the mast, causing the resident to fall to the floor. The resident allegedly sustained a laceration to their head.